Manufacturer narrative:
Philips evaluated the device and found that it failed the pads/paddles ECG test. Also noted were ECG bias errors and a processor pca test failure. The processor pca was replaced to resolve the failure. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the device failed a test and displayed a service required message.